Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell in (B)(6) 2016 and was hospitalized. The patient became a non-user as his audioprocessors were lost. The patient later received 2 donated processors. During the fitting it was discovered the internal device on the right side was not functioning.

Manufacturer narrative:
Additional information: according to the information received damage to the stimulator housing caused by the reported external impact to the head is likely the reason for the reported problem. However, to determine an exact root cause a device investigation of the explanted device is necessary. No date for re-implantation has been made available yet.

Event description:
The patient fell in (B)(6) 2016 and was hospitalized. While in the hospital both his audioprocessors went missing. Unable to replace them the patient became a non-user. In (B)(6) 2017 the patient received 2 donated processors. During the fitting it was discovered the internal device on the right side was not functioning. No decision regarding re-implantation has been made due to current device unrelated health issues.